Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after being placed. At the beginning of use, the clips did not close. Another device with a different lot was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.